Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. The pod data revealed that the pod had been deactivated after running 638 pulses. The needle mechanism assembly showed no damages or deficiencies that would contribute to the needle not deploying. No issues were observed with the pod that would indicate it did not function as expected, therefore no problem was found regarding the reported needle did not deploy event. During fluid path testing, fluid was not able to travel the complete fluid path as the exposed soft cannula was torn. The damage led to the soft cannula length measuring out of specifications at 0.78 inches. The exact time and cause of the soft cannula damage could not be determined.

Event description:
A patient reports while wearing a pod for less than an hour the needle mechanism had failed to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 17.6 hardware: iphone13.3. Cgm sensor type: g6.